Manufacturer narrative:
Patient information: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 12.6mm vicm5_12.6 implantable collamer lens, -07.50 diopter, tore during loading and there was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with residue on product. Visual inspection found the lens optic and haptic torn. There was residue on the lens optic. Claim#: (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).